Event description:
Philips received a complaint on the efficia dfm 100 device, noting that device has ECG malfunction. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the ECG equipment malfunction. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.